Event description:
It was reported that during an unspecified surgical procedure it was observed that the battery oscillator device did not have the strongest power. During in-house engineering evaluation it was determined that the device had intermittent operation. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, intermittent operation, corroded bearings, and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for check function of the device and check oscillation frequency. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Please note that in addition to the failures included in the initial report, an additional failure has been added. Upon further investigation, it was noted that the device also failed functional tests for will not run. This information does not change the assignable root cause of improper maintenance.